Event description:
The product was not working when they looking at the drain under floro, they could see that the catheter has spilt in half. The removed part of the drain, but had to get the rest in the endo suite. The catheter split at the end of the pig tail and looks to have been broken down by enzymes of some kind. It has a melted appearance and has changed color. The drain was in place for one month and used for tpn feedings there were no different flushing or catheter-cleaning agents used.

Manufacturer narrative:
Lot history record review: the complainant reported three possible lot numbers. All three possible lot history records were reviewed for any abnormalities, which may have contributed to the complaint. Nothing found that would contribute to the reported complaint. The complaint sample was returned for evaluation and the following was observed: the catheter was returned in two pieces. The first section is 20cm in length and is jagged at the distal tip. The second is 6cm in length and is jagged on both ends. The catheter is discolored. The catheter shaft material is not as flexible. The complaint investigation has been confirmed during the visual evaluation of the returned sample. During the evaluation the catheter was returned in two pieces, there is discoloration of the shaft tubing, the edges of the break are jagged and the shaft material appears to have broke down. Based on the information provided and the condition of the returned sample the cause of this complaint appears to be user related. The review of the manufacturing records verified that the three reported lots were manufactured and released to specifications. The instructions for use state the following indications to help avoid this complaint type from occurring: "warnings: don not use this catheter as a delivery system for nutritional supplements." This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased, but the severity of this event is not greater than usual.